Event description:
The customer reported quality control (qc) imprecision on various assays and system check failed due to an elevated unwashed %cv (coefficient of variation) involving the unicel dxi 800 access immunoassay system. The customer stated no patient results were generated at the time of the event. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed build-up of white dust on the wash wheel, a torn duckbill, and a large amount of build-up on the reagent pipettor wash stations. The wash wheel and stations were removed and cleaned. The fse replaced the duckbill, aspirate probes, and all peristaltic pump tubing. Ultrasonics calibrations were performed and alignments were verified. A system check was performed and failed to pass within instrument specifications as the washed portion was failing due to an elevated %cv. The fse noted the center mixer bearing was loose and replaced all center mixers. System verification testing (system check, qc, and calibration) passed within assay, instrument, and laboratory specifications following the repairs. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. Beckman coulter continues to track and trend any incident related to this issue.